Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip prevent proper deployment of the device. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician was closing a femoral access site after performing a 6 fr diagnostic mesenteric angiogram when after connecting the involved angio-seal vip device into the sheath, was a struggle to get it to click, which it did. Upon pulling back the angio-seal vip device, it clicked into place, however upon pulling back the vip device, the entire device pulled out without the anchor locking into place. The physician stated the anchor was stuck inside the sheath proximal of the lip on the distal end of the sheath. The lab then held manual compression. No reported blood loss. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 aug 2023: per the physician, there were not any difficulties with sheath insertion or with other products in the case. The physician believes that an angiogram prior to deployment was performed. Patient condition was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.